Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported that during a clinic visit the patient complained of a blank lcd screen on controller. When the controller was connected to the monitor the numbers displayed on the monitor and were within normal parameters for the patient. There were no alarms or pump stops. The patient denied any trauma to the controller, dropping the controller, and fluid ingress. Log files were sent. The controller was exchanged with no reported effect on the patient. No further information was provided.

Manufacturer narrative:
The hvad is used for treatment not diagnosis. One controller ((B)(4)) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. The reported event could not be confirmed or duplicated at the bench level; the controller was tested for sixty (60) minutes without anomalies observed on the controller display. No failure detected; the reported event could not be confirmed or duplicated at the bench level.